Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer was throwing up, out of it, could not talk, and not feeling well when he attempted to test on the aviva system, but only got error messages. Reporter stated that she took him to the emergency room, he was tested,got a reading over 500 mg/dl there, and was treated in an unspecified way. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.